Manufacturer narrative:
There was no belt clip received with unit. There was no unexpected scrolling and or ramping of numbers noted. Intermittent button response on the act button was due to moisture damage on keypad traces. There were minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their screen is not visible and the buttons are sticking. The customer's blood glucose level at the time of incident was 122mg/dl. The customer states there are scratches on the screen. The customer was advised the pump would be replaced and returned for analysis.